Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.